Event description:
Customer called to report a leak, described as green corrosion around the reaction (rx) cuvette ring and white dried film inside the reaction carousel area of the synchron cx delta clinical system. The leak was observed while customer was troubleshooting a cuvette wash error. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) instructed customer via telephone on how to examine the system. Customer noted that the line from the wash tower manifold to the hydropneumatic area was disconnected. Customer was then instructed to reconnect the line and clean the spill while wearing proper ppe. The fse then confirmed with customer that the troubleshooting instructions effectively resolved the instrument leak issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak was the disconnected line from the wash tower manifold to the hydropneumatic area of the instrument.

Manufacturer narrative:
(B)(4).